Manufacturer narrative:
(B)(4). The exact occurrence date is unknown, however, the reporter stated this happed ¿over a month ago.¿ the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reported stated that when they used cytarabine in a 2ml/hr infusor, they had a large volume not infuse (approximately 50%). The cytarabine was admixed in normal saline to 240ml and infused over 5 days. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.